Event description:
The customer obtained a non-reproducible, falsely elevated vitros tropi es result on a single pt sample on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The elevated result was not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
The investigation determined that the customer does not process samples per the sample collection tube MFR's recommendations. The vitros tropi es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." While ocd field service investigated vitros eci performance and made necessary repairs and adjustments to the analyzer, the repairs and adjustments made by the fe were unlikely to have been linked to the result in question. The most likely root cause of this event is user error in pre-analytical sample processing.